Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.